Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2010 - the patient was diagnosed with stress and urgency urinary incontinence and underwent a burch urethropexy with implant of a bard/davol flat mesh. Per the implant operative report details, "a 1 inch x 4 inch long mesh was placed on the left side. Using a tacker, the mesh was tacked to the paravaginal tissue to the bone on the left side right next to the iliopectineal ligament." Attorney alleges unspecified adverse patient outcomes associated with use of device.